Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high readings and damaged battery cap. The customer's blood glucose reading was 558 mg/dl. The customer treated with needle. The customer stated that the pump was dead and it kept beeping. The customer was unable to remove the battery cap. The customer mentioned that the rubber part broke in half and was told to use a quarter. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with stripped battery cap coin slot, minor scratched display window and cracked battery tube threads.